Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and failure analysis investigations replicated and confirmed the reported complaint. The instrument was found to have the snake wrist cover torn. There was a large portion of the cover torn and visual inspection displayed signs of missing material. Portions of the torn cover were not returned with the instrument. The probable root cause can be attributed partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during a training/demo of the da vinci system, the staple did not come out of the stapler after firing during the stapling exercise. It was necessary to remove the cannula to remove the stapler. Upon removal, it was found that the stapler's rubber handle was damaged. The stapler had 16 remaining uses there was no patient involvement.